Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The analyst commented electrical resistance and cross continuity test results were within specifications. No anomalies were found.

Event description:
It was reported that during the implant procedure, the lead was tested and high threshold was measured. The position of the lead was changed several times but that did not work. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.